Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after unsuccessful left ventricular (lv) lead placement, patient consented for epicardial lead placement. Three lv leads were placed. The heart was noted to be protruding thru the pericardial defect. During suturing of the bovine patch, the patient had ventricular fibrillation (vf) arrest. Cardiac massage and a 30j shock restored sinus rhythm. While retracting the mesh to continue suturing a suture broke and the left atrial appendage tore. Significant blood loss, shock and cardiac arrest ensued. Cardiac massage, IV medications, cell saver, IV fluids given during event. It was noted during open cardiac massage, 2 of the 3 epicardial leads became dislodged. Patient became severely acidotic, hemorraghic shock and did not respond to efforts. The code was stopped, and the patient declared dead. During open cardiac massage, 2 of the 3 epicardial leads became dislodged. The patient was enrolled in the adaptresponse clinical study.